Manufacturer narrative:
Two suspect lot numbers were identified, r17f03010 and r17e27128. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the middle port of a clearlink continu-flo solution set was leaking when the infusion started. The reporter stated that 5ml of the iron solution had leaked on the floor before the issue was observed. The customer indicated that there were no visible irregularities with the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage under water were performed and noted a leak at the second y-site. The reported condition was verified. The cause was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.